Event description:
Patient was mugged on (B)(6) 2015 which caused the right shoulder fracture. He was admitted to (B)(6) hospital for surgical repair on (B)(6) 2016. Patient had an uneventful hospitalization. He was discharged to home on (B)(6) 2016. Patient continues to heal with some mild pain continuing.